Event description:
There was an error with the verrata pressure guide wire after placement in the patient. The wire registered an error and was replaced with no harm to the patient. Manufacturer response for pressure guide wire, verrata plus pressure guide wire (per site reporter) unknown.